Event description:
Homepatient (hp) reported developing peritonitis while using the homechoice device for automated peritoneal dialysis therapy. Home pt stated that he reuses the same homechoice set for more than one treatment. Follow up investigation with healthcare professional (hcp) reveals that on 2/14/98 home pt reported cloudy effluent to dialysis facility. Home pt went to hosp on 2/14/98 where he was diagnosed with peritonitis. Home pt was released from the hosp on the same day. Healthcare professional reports that pt was treated with antibiotics. Gentamycin and 2 grams vancomycin. Healthcare professional states that after use of antibiotics, peritonitis event was resolved.